Event description:
Coronary stent deployed after its expiration date. Expiration date was 03/30/2012 and stent device was deployed on (B)(6) 2012. Error discovered later on internal audit by implanting physician. No apparent harmful effects attributable to use of device noted so far after more than 12 months of follow-up. Pt remains under outpatient clinic follow-up which is routine clinical follow-up as well as a participant in a va cooperative studies project (B)(6).